Manufacturer narrative:
A device history record (DHR) of the sample lot# was performed and confirmed that the products was produced accomplishing all quality requirements and was released according to all established procedures. One sample was received for evaluation. The received samples were evaluated visually and functionally and verified the condition reported. An 8 fr catheter was assembled instead of a 10 fr catheter; after investigation the possible root cause was concluded as a supplier (possibly supplied incorrect catheter)or manufacturing issue(possible product mix during process). The supplier bought catheter was removed from ship to stock status from the manufacturing incoming inspection department; first article inspection was placed on the manufacturing floor and a quality assurance alert was posted in the incoming inspection department as well as the manufacturing floor. DHR investigation of lots before and after, have shown no similar conditions at this time. A formal corrective and preventative action investigation was opened at the manufacturing site to address this event. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 6/16/2016. An investigation is currently under way, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an open suction catheter. The customer states that the product is labeled as a 10fr catheter; however, when opened and compared to other delees it appears smaller than a 10fr.